Event description:
It was reported that during the start of an infusion, pt's blood started to back up the IV set. The nurse stopped the infusion and turned off the pump but pt's blood continued to back up the IV set. The nurse removed the set and restarted the infusion with a new set with no further problems occurring. There was no resultant pt complication.